Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user allergic with latex/coating peel off. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: b2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection from the last order of foley catheters. The patient was advice to stop ordering anymore catheters for a little while. Per additional information received from the customer contact via phone on 17jul2020, the patient developed the urinary tract infection twice, 2 weeks apart and was treated with antibiotics at the hospital.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user allergic with latex/coating peel off. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the patient experienced a urinary tract infection from the last order of foley catheters. The patient was advice to stop ordering anymore catheters for a little while.